Event description:
The manufacturer received information alleging a trilogy 100 ventilator failed during repair testing for oxygen low flow. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. The device was returned to the manufacturer service center technician for additional evaluation due to the failed repair test for oxygen low flow. It was reported the test failure was confirmed. The device active exhalation control module was replaced to address the issue. After repair, the device passed final testing. Additional findings not related to the reported malfunction/issue: the device handle was replaced due to cosmetic damage.